Event description:
Zoll customer support was informed on (B)(6) 2012, that a (B)(6) male, pt passed away on (B)(6) 2012 at (B)(6). The pt's nurse informed zoll customer support that the pt was not wearing the device at the time of death.

Manufacturer narrative:
Device eval summary: upon reviewing the pt's download data it was revealed that the pt removed the device on (B)(6) 2012 at 7:17 pm. Pt was in the hospital on (B)(6) 2012, when he removed the device due to comfort issues. Based on details provided by the hospital, we are unable to determine if the pt was being monitored via telemetry at that time. On (B)(6) 2012 at 12:09 pm, the pt passed away while not wearing the device; the hospital indicated that the death was cardiac related. We have been unsuccessful in collecting additional details regarding the death from the hospital and the pt's family. During the time the pt was wearing the vest, no abnormal flags were detected. The pt was not wearing the device at the time of death.